Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event: since the exact event date was unknown, it was updated as first day of the month of awareness. D4: only di provided as lot number is unknown.

Event description:
It was reported that fluid leakage occurred at the connection between the tube and the connector during priming. There was no patient involvement, no harm or adverse event.